Event description:
A customer reported that during cataract surgery, there was no phaco power. The staff attempted to troubleshoot by exchanging the handpiece and then the console before being able to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to reproduce the customer reported problem. No current system message related to phaco were found in the system's event log. Preventative maintenance (pm) was performed. The system was then tested and met product specifications. No samples were returned for eval and no additional info provided related to this event. The root cause is unk at this time. (B)(4).